Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient was hospitalized on (B)(6) 2018 due to fluid overload and low hemoglobin levels (anemia). Per pdrn the patient lived in a nursing home, and stated the patient had been having lower ultrafiltration rates and was using 4.25% dextrose solution to remove additional fluid. Per pdrn it was also possible the patient had been denying pd therapy treatments from the staff. Per pdrn a permacath was placed and the patient was placed on back-up hemodialysis treatments while hospitalized. The pdrn stated as of (B)(6) 2018 the patient remained hospitalized and on back-up hemodialysis. Medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the peritoneal dialysis registered nurse [pd(rn)] for this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2018 for fluid volume overload and anemia as she had low hemoglobin levels (lab values unknown). Per the pdrn, the patient had been utilizing 4.25% delflex in order to remove the excess fluid. The pdrn also stated that the patient lived in a nursing home and was possible that she was denying pd treatments resulting in the fluid overload. The patient had a permacath placed (not a fresenius product) and transitioned to back-up hemodialysis (hd). No other hospital course is known. As of (B)(6) 2018 the patient remained hospitalized and was continuing hd therapy. Medical records were requested and were not received to date.

Manufacturer narrative:
Conclusion: there is no documentation to show a causal relationship between the fluid volume overload and anemia and subsequent hospitalization and the liberty cycler. There is a possible temporal relationship between pd therapy on the cycler and the fluid volume overload, however, there is a possibility that the patient was refusing treatment which would account for the volume overload. Additionally, there are no reported malfunctions against the liberty cycler. There is a temporal relationship between end stage renal disease and the patient¿s anemia. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the peritoneal dialysis registered nurse [pd(rn)] for this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2018 for fluid volume overload and anemia as she had low hemoglobin levels (lab values unknown). Per the pdrn, the patient had been utilizing 4.25% delflex in order to remove the excess fluid. The pdrn also stated that the patient lived in a nursing home and was possible that she was denying pd treatments resulting in the fluid overload. The patient had a permacath placed (not a fresenius product) and transitioned to back-up hemodialysis (hd). No other hospital course is known. As of (B)(6) 2018 the patient remained hospitalized and was continuing hd therapy. Medical records were requested and were not received to date.